Event description:
Patient indicated that "error" was displayed on the pump when an attempt to deliver the total parenteral nutrition (tpn) was made. Shop tests of the pump revealed no defects. The pump was found to still be configured with the flow settings intended for the patient that was unable to initiate the infusion. Tests were performed with these same settings and the actual tpn fluid intended for delivery and operation was found to be within the manufacturer's specifications.home care pharmacy was not aware of any extenuating circumstances that may have existed that would explain why two pumps might have been reported to fail on the same patient with no problems detected with either pump subsequently. Given the circumstances the most likely explanation was that the patient had forgotten instructions on how to operate the pump after initially successfully utilizing the pump. While possible, the probability that an interfering source within the home produced the problem seems lower.====================== health professional's impression======================the patient having to replace the pumps resulted in a delay of 48 hours in delivery of the tpn.